Event description:
It was reported, the patient underwent a catheter revision in 2008 after initial implant. No additional information was reported. The medication being delivered was baclofen. Additional information has been requested, but was not yet available at the time of this report.

Event description:
Additional information received reported the catheter came out of the intrathecal space and a new catheter was spliced onto the old one.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).